Manufacturer narrative:
Event summary: as reported, the sheath of a ultraxx nephrostomy balloon set could not advance through the balloon after the balloon was inflated with water to 20atm. The balloon subsequently leaked and could not be further used. The procedure was completed using a new device. No adverse effects to the patient were reported. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, quality control procedures and a visual inspection and function test were conducted during the investigation. The device was returned for investigation in open packaging. The clear sheath covered 10cm of the balloon and the distal tip. The balloon catheter was wrinkled and twisted inside balloon material. A cook inflation device (cid) was attached to the hub of the balloon catheter. A small pin hole at the distal end of the catheter prevented inflation above 12 atm, but did not leak at 12 atm. The sheath was backloaded onto the catheter and advanced onto the balloon. The sheath encountered resistance around 5cm from the distal end of the catheter. A document-based investigation evaluation was performed. A review of the device history record found no related non-conformances. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which advise how to advance the sheath over the inflated balloon and into the proper position, ¿the tolerances of the sheath and inflated balloon are very close. If resistance is encountered when advancing the sheath, it may be necessary to decrease balloon inflation to facilitate sheath passage.¿ the instructions for use also state, ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that a definitive cause could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the sheath of a ultraxx nephrostomy balloon set could not advance through the balloon after the balloon was inflated with water to 20atm. The balloon subsequently leaked and could not be further used. The procedure was completed using a new device. No adverse effects to the patient were reported.